Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint is considered confirmed as review of the returned product was confirmed the event as one of the impactor pads has disassembled from the device and was not returned for evaluation. The device shows signs of heavy use including nicks, gouges, and impaction marks. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The reported device had an approximate field age of seven and a half years and shows signs of heavy use. The most likely cause of the reported event is wear and tear on the device from use resulting in the impaction pad disassembling. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, while performing a total knee arthroplasty, one of the polyethylene end pieces from the femoral impactor was missing. Another impactor from the set was used to impact final implant. No time added to surgery or impact on patient. There is no additional information at this time.